Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Device evaluated by MFR: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI #: no UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with multiple corneal infiltrates along the nasal/inferior flap edge one day post lasik. The patient complained of photophobia. Topical steroid dosage was increased. The optometrist noted the infiltrates are not improving because the patient is not using prescribed drops as directed. Additional information has been requested.